Event description:
It was reported that device safety shield not functioning and there were 7 needle stick injuries in 2018 with a unspecified bd vacutainer® the following information was provided by the initial reporter: (5 of 5 complaints) it is reported customer experienced needle stick injuries in 2018. About 60% of their needlesticks occur after the procedure, during the activation of the safety shield. He also reported that a large percentage of the rest typically occur when the patient moves. He reported that the number of needlesticks in 2018 is about what they experience each year with that product. ¿what tests were performed? (Test screening for hep a,b&c, hiv with special cases determined on whether source patient had other communicable blood disease ¿what were the results of the testing? No sero conversions occurred due to contaminated sticks involving the product in question.)

Manufacturer narrative:
H.6. Investigation summary the customer did not provide bd pas with product catalog number or lot number information, when requested. After 3-follow-up attempts to obtain additional information, bd pas has closed this customer complaint. If additional information is made available, this complaint will be reopened to assess the level of investigation needed h3 other text : see section h.10.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that device safety shield not functioning and there were 7 needle stick injuries in 2018 with a unspecified bd vacutainer®. The following information was provided by the initial reporter: (5 of 5 complaints). It is reported customer experienced needle stick injuries in 2018. About 60% of their needlesticks occur after the procedure, during the activation of the safety shield. He also reported that a large percentage of the rest typically occur when the patient moves. He reported that the number of needlesticks in 2018 is about what they experience each year with that product. What tests were performed? (Test screening for (B)(6) with special cases determined on whether source patient had other communicable blood disease. What were the results of the testing? No sero conversions occurred due to contaminated sticks involving the product in question.)".